Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer made several attempts to follow-up for further information related to the specific event details and no further information was received. At this time since the device is not available and no further event information is available no further investigations can be performed. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. It is possible that a mis-sizing occurred as the initial report indicated that the a5-025 was replaced with a a5-023, however, as no further information is available this cannot be confirmed. The root cause is thus deemed to be cause not established.

Event description:
The manufacturer was notified that on (B)(6) 2020, a carbomedics standard aortic valve a5-025 was implanted and explanted on the same day. A similar valve but different size a5-023 was finally implanted. No further information was received.